Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of the customer provided video shows a wand activated without any physical buttons being pressed. The complaint was confirmed. Factors that could have contributed to the reported event include: 1)the wand´s connector or cable got damaged. 2) saline/humidity entered the interior of the handle shorting the connection of the buttons. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a hip arthroscopy procedure, when the surgeon pressed the cut button of the werewolf flow 90 wand, it stuck on. Surgeon pressed other button to try and turn it off and the wand displayed an error message: multiple buttons. After hitting the back arrow to remove error message the wand worked, but during the procedure the button stuck on multiple times and it was turning on by itself as it was laying on the mayo stand. Procedure finished with same device. Surgical delay of less than or equal to 30 minutes. No patient injury reported.